Event description:
It was reported that during an implant procedure of a left ventricular lead, the patient experienced a perforation of the coronary sinus tributary due to the guidewire, and also pericardial tamponade. Pericardiocentesis was done and an echocardiogram showed the p ericardial bleeding had stopped and there was no further fluid accumulation. It was not clarified if a left ventricular lead was able to be implanted. The patient was a participant in the adapt response study. No further patient complications have been reported as a result of this event.